Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the tip cover instrument accessory from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was received.

Manufacturer narrative:
The accessory was returned and evaluated. Failure analysis found that the tip cover-accessory was damaged. There were two areas with torn damage on the tip cover. The lip of the tip cover had a tear 0.086 longitudinally. One area had a small hole 0.046 x 0.052 which appeared to have material missing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: warning: failure to install the tip cover accessory properly may result in: improper scissor opening tip cover accessory falling off electrical arcs and alternate site burns the tip cover accessory damage found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.